Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. Uom was selectable and was received at mg/dl. Errors 015, 0204, 0300, 0800 and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported the unit of measure setting of their unlocked freestyle flash meter changed. There was no report of death, serious injury or mistreatment associated with this event.